Event description:
It was reported that two (02) large volume folfusors underinfused via midline catheter. On the second occasion, the device was underinfused by 15%-20%. The device contained flucloxacillin 8g in 230ml sodium chloride 0.9%. This occurred during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3: event date and d10: concomitant product (1): therapy date: the events occurred on february 11, 2025, and february 12, 2025. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h4, h6, h11. H4: the lot was manufactured between april 5-9, 2024. H11: the actual devices were not available; however, photographs of the samples were provided for evaluation. Visual inspection was performed which showed fluid inside the device's bladders which suggest a possible underinfusion may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.